Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Right knee revision.

Manufacturer narrative:
An event regarding unspecified revision involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: the reported device was not returned for evaluation however photographs were provided for review. The photographs show a recently explanted insert with explantation damage throughout but is otherwise unremarkable for a device that was in vivo use. Medical records received and evaluation: (baseplate) component malposition with varus deformity across the knee has contributed to abnormal biomechanics and cosmetically disturbing appearance of the knee contributing to revision although details remain obscure due to limited information. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: (baseplate) component malposition with varus deformity across the knee has contributed to abnormal biomechanics and cosmetically disturbing appearance of the knee contributing to revision although details remain obscure due to limited information. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right knee revision.